Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 295 mg/dl. Customer stated that the drive support cap is flush. Customer stated that the motor error alarm occurred during the bolus delivery. During troubleshooting, displacement test passed. During manual prime, motor error did not occur. Self test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.